Manufacturer narrative:
Complaint conclusion: when removing the pgw .018 sv short 180cm st guidewire during a fistulagram, it was noted that the wire was sheared. After looking at the arm under fluoro, the rest of the wire was seen in the arm. The separated portion of the wire was then retrieved with a snare device. The patient has been discharged. The device was not resterilized. The wire was removed from the dispenser by the distal floppy end. The wire was not kinked nor damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The target lesion was the right arm fistula. The lesion is not calcified nor tortuous but has 80% stenosis. There was no bifurcation. The lesion was not a chronic total occlusion (100% occlusion for > 3 months). ¿drilling¿ or ¿jack-hammer¿ technique was not used. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿ (the torque response was good). There was resistance/friction between the wire and other devices while the balloon was inflated. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement. The wire tip was not advanced into the distal vasculature. The wire did not become fixed or caught at any time prior to the event. The wire became fixed or caught in the distal vessel upon removal. The wire was not torqued against resistance. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 35232415 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported, ¿guidewire fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics, such as 80% stenosis, as well as procedural factors, such as the wire becoming fixed or caught in the distal vessel, may have contributed to the reported event. According to the warnings in the instructions for use (IFU), which is not intended as a mitigation, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Loss of torque control may be due to core wire fracture. Under fluoroscopic guidance, advance the balloon catheter to the distal end of the guidewire and remove the balloon catheter/guidewire system as a unit. Movement of torque device or metal insertion tool on a guidewire¿s coating may compromise the integrity of the coating¿. Neither the phr review nor event description suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the device has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire (pgw .018 sv short 180cm st) was inserted during a fistulagram. When the wire was pulled out, it was noted that the wire was sheared. After looking at the arm under fluoro, the rest of the wire was seen in the arm. The rest of the wire was then retrieved with a snare device. The product will be returned for analysis. The product was not resterilized. The wire was removed from the dispenser by the distal floppy end. The wire was not kinked nor damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The target lesion was the right arm fistula. The lesion was not calcified nor tortuous but had 80% stenosis. There was no bifurcation. The lesion was not a chronic total occlusion (100% occlusion for > 3 months). ¿drilling¿ or ¿jack-hammer¿ technique was not used. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿ (the torque response was good). There was resistance/friction between the wire and other devices while the balloon was inflated. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement. The wire tip was not advanced into the distal vasculature. The wire did not become fixed or caught at any time prior to the event. The wire became fixed or caught in the distal vessel. It was a wide-open vessel. The wire was not torqued against resistance. The patient has been discharged.